Event description:
First responders went out to a full arest, hooked up a pt and the electrodes to a lifepak 500 AED, and the defibrillator registered "connect electrodes" and would not give a reading. The pt was pronounced dead at the e.r. The reporter could not say if the product problem contributed to the pt outcome. The users discarded the electrode pads, and they are not available for investigation. Kimberly-clark corporation and ballard medical products have no first-hand knowledge of the allegations.